Event description:
Champion af study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Post implantation a transesophageal echocardiogram revealed a pericardial effusion measuring 2mm and a left to right atrial shunt measuring less than 3mm. The patient was discharged the same day with aspirin 81mg and apixaban 10mg. No patient complications were reported.